Event description:
The customer reports that three patient samples generated initial reactive results with the architect rubella igm assay when tested on an architect i2000sr analyzer. When the customer retested the samples, non-reactive results were generated (the customer did not provide any specific result values). The customer believes that the initial reactive results are false reactive. No suspect results were reported from the lab. There is no impact to patient management reported. The customer requested a service call. A reproducibility test performed with one patient sample (sample identification number (B)(6)) on architect i2000sr serial number (B)(4) and generated the following results (unit of measure is index): 1.13, 1.09, and 1.04 (non-reactive), 1.29 and 1.31 (grayzone). The sample was also tested on another i2000sr analyzer in the lab (serial number (B)(4)) and generated all non-reactive results of 0.65, 0.64, 0.68, 0.65 and 0.67. A service call was initiated.

Manufacturer narrative:
No returns were made available from the customer site for this evaluation. An abbott field service engineer (fse) was dispatched to the customer site to inspect the analyzer. The fse noticed that the vacuum valve for wash zone 1 was leaking. The valve was replaced. The following day, the fse also replaced the r1 pump and probe. Subsequent instrument operations and test results were acceptable. The fse determined that the leaking vacuum pump was the root cause of the customer's issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect rubella igm assay package insert both contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is evidence to reasonably suggest a product malfunction occurred; however, there is no indication of a product deficiency of the vacuum valve or the architect i2000sr analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient problem code: (B)(4).